Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and suture was used. Prior to the procedure, a nurse opened a box and it contained the wrong code of the suture. It was also reported that the suture was not used in the procedure. No additional information was provided.

Manufacturer narrative:
Additional lot received in evaluation hdm880 was mfg date : 04/04/2014 exp date: unk an opened box with eighteen unopened samples of product code y936h, lot # klk165. During the visual inspection of the product, three different lots numbers were observed on the samples received. A characterization of the samples was conducted and the following was observed: samples were examined for visual inspection and measured and the needles and sutures belong to each product code and lot number. Also, all information printed on the foil and paper lids were compared in our system and all information was correct. The product code y936 with lot # klk165 on the box and 18 unopened samples were manufactured on 10/27/2016. An unopened sample of the product code y936, lot # hdm880 was manufactured on 04/04/2014. Nine unopened samples of the product code y935, lot # kl6680 were manufactured on 10/24/2016. According the manufactured dates there are a difference of two years of separation of the lots number klk165 and kl6680 between hdm880 and these batches could not be mixed in our sites of manufacturing. Also, there are 3 days difference between date of manufacture of lots number klk165 and kl6680 these batches could not be mixed in our sites of manufacturing. In addition, the packing and sterilization process were review and the manufactured date also are separated by two and three days. Per the samples conditions and that the box was received open the assembly - incorrect component could not be occurs in the manufacturing site.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The actual device batch number associated with this event is not known. Second possible batch number are reported as follows: lot hdm880 date of mfg.: 04/04/2014. Expiration date: 01/31/2019